Manufacturer narrative:
The customer reported complaint for the platform stopped compressions and displayed "realign patient" error message was not confirmed during functional testing but was confirmed during archive data review. Analysis of the autopulse platform revealed no problems with the board which may have contributed to the reported complaint. The customer reported issue of the screws missing on the bottom enclosure was confirmed during the visual inspection. In addition, the front enclosure and battery lock were observed damaged, unrelated to the reported complaint. Missing screws, the front enclosure, and the battery lock were replaced to remedy the issue. In addition, the pdb (power distribution board) was replaced with the current revision. The autopulse platform is a reusable device and was manufactured in 2009. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The device has exceeded its expected service life of 5 years. The platform was tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed initial functional testing. Brake gap was checked and verified it is within specification. Review of the archive data indicated multiple user advisory (ua) 17 (motor on for too long during active operation), user advisory (ua) 02 (compression tracking error) and user advisory (ua) 18 (motor on for too long during active operation) on the customer reported day. The user advisory(ua) 17, user advisory (ua) 02 and user advisory (ua) 18 are the clearable error messages and are designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 17 error message alerts the user that the drive motor did not reach the target depth within specification when used on a medium/large size stiff patient and when the battery being used has a low voltage. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. The user advisory (ua) 18 alerts the operator that either the patient was too small or there was no load change detected during take-up of the lifeband. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The customer reported that the autopulse platform was used on a patient who was around (B)(6) and covered with the bodily fluids. During active operation, after performing two compressions, the platform stopped and displayed a "realign patient" message. The crew performed troubleshooting by realigning the patient on the platform 3 times; however, this did not resolve the issue. Manual CPR was immediately performed for around 10 minutes during the transport to the hospital. No known impact or patient consequence was reported. In addition, the crew noticed the platform is missing screws on the bottom cover.